Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 500 mg/dl. Prior to the event, the customer had experienced bent cannulas with her quick-set infusion set. The customer also stated that she has had the same problem with a previous batch and had been hospitalized twice before already. Nothing further was reported.